Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: she has had elevated bg's intermittently for the past 2 weeks. She states bg's have gone up to 367mg/dl, with no symptoms, and are normally between 80mg/dl-100mg/dl. She has been seen by a health care provider (hcp) and insulin has been increased, but she is still having issues. She states the hcp feels pump is not delivering properly. The patient denies having any site issues and reports the hcp also checked sites and agrees bg's are not related to site issues. Reportedly when she takes an injection via syringe bg comes down. The patient and the hcp feel pump is not delivering properly because bg's have lowered when patient gives an injection via syringe. Customer technical support (cts) reviewed all of pump history and settings, there was no defect found. Cts advised to speak to hcp about using this pump if they feel defective not to use. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the daily insulin delivery totals were reviewed and correctly reflect the user's programmed basal rates showing the pump was delivering accurately up until the last date used by the patient. There were no alarms or errors related to the complaint in the pump's black box or alarm history; only typical usage was observed. A 29 hour flow accuracy test was performed and the pump was found to be delivering insulin within the required specifications. The original complaint of inaccurate delivery of insulin was not duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.